Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced increased spasticity and fever. It was believed that there was a possible pump malfunction. The pump was replaced. It was later reported that the drug was lioresal 2000 mcg/ml. The dose was 442 mcg/day. The pump was interrogated, aspirated and refilled before the replacement. The reporter was unaware of any other intervention. The patient did recover fully and was sent home after the replacement.